Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) procedure. The stapling device was being used for the lobe resection. The jaws of the reload could not be closed onto the tissue. The stapler was not able to fire. The surgeon was not able to press the green button and was not able to squeeze the handle. In order to resolve the issue and complete the case, changed the reload for a new one. There was no patient harm. The patient outcome is alive, no injury.